Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe inspected the instrument and found the plunger clamp broken. The fe replaced the plunger clamp at position #6. The fe performed splld checking procedure, boot test, and tested the summit with oas user software. The instrument was tested without problem. The instrument is now performing as expected.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).